Event description:
The customer observed imprecise vitros tropi es results from two patient samples, processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The erroneous results were not reported. There was no allegation of patient harm as a result of this event. This report is one of two mdrs for this event. Two tropi es reagents lots were involved in this event, therefore, two devices were involved. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause. However, the investigation confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation. Therefore, it is likely that cellular debris, due to poor sample preparation, were present in the affected samples, although this could not be confirmed. There was no indication that the eciq analyzer was not performing as intended. There was no allegation of patient harm as a result of this event.